Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was unknown. The customer stated that she does place the insulin pump in her bra, which may have been pressing buttons without her knowledge. The customer was unable to clear the alarm. Advised customer to revert to back-up plan and informed customer that a replacement insulin pump would be sent. Nothing further reported.